Manufacturer narrative:
MFR received date: 20sep2019. MFR. Report #:2031642-2019-04376 7 is a duplicate of an event previously reported under MFR. Report #:2031642-2019-05451. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-05451. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09//2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit did not display the total leak and the unit would not pass the exhalation port test. The device was in use at the time of the event; however, there was no patient harm.